Event description:
The complainant reported that an impella cp device was placed through the left femoral artery in a patient with cardiogenic shock. During support, the patient developed a significant decrease in platelet count and active bleeding was observed at the right femoral artery, which was not the impella access site. The clinical team determined that the bleeding was unrelated to the device and was attributable to coagulopathy. Once the bleeding source was addressed, the physician concluded that impella support was no longer required, and the device was removed.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Corrections: d4 catalog number and UDI number updated. H6 component code changed from g04105 to g07003. The investigation for the major bleed has been completed. The root cause of the injury was not determined due to insufficient clinical details.

Event description:
Additional event information states that the pump was discarded at time of removal, the interventions performed to address the drop in platelets was removal of the impella.

Manufacturer narrative:
Additional information has been provided in b4 (event description). This report is submitted as a follow up to provide additional information obtained after the initial MDR submission this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.